Event description:
Per the clinic, the patient experienced poor hearing performance with the device. Subsequently, the device was explanted on (B)(6) 2026, in order to convert the patient to a transcutaneous osia implant system for system upgrade and improved sound quality.